Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient was experiencing pain around the battery site. A pocket revision was performed on the day of the report to locate the current implantable neurostimulator to a different location. It was unknown if the issue resolved. There were no further complications reported or anticipated.